Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to the hospital due to increased spasticity. Upon interrogation of the pump the healthcare provider (hcp) noticed a pump motor stall had occurred. No recovery message was noted in the pump logs. The patient was receiving oral baclofen and a pump replacement was being planned. The device system was used to deliver baclofen. It was later reported that the pump had restarted after 4 days and the patient was doing well. They were keeping the patient in for observation. The pump replacement date had not yet been set. Additional information has been requested; a follow-up will be sent if additional information becomes available.